Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was reported that insulin pump was vibrating with flashing red light. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. Device monitored for several hours and no blank display, unexpected vibrating or red light flashing noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, serial number label fading and minor scratched lcd window. (B)(4).

Manufacturer narrative:
The information about hospitalization has been received which was not included with the initial report. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer visited the emergency room on (B)(6) 2020 due to high blood glucose of 243 mg/dl. The customer was treated with the long acting insulin. It was stated that the insulin pump started vibrating and the red light on the insulin pump was flashing red and did not get any alerts. It was stated that the auto mode was not active at the time of incident.